Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) study. It was reported that a intellamap orion high resolution mapping catheter was used in a procedure. During the procedure the patient experienced a hemodynamically irrelevant arteriovenous fistula. The patient also experienced a pseudoaneurysm of the proximal superficial femoral artery which was completely thrombosed in all cavities on discharge day. The patient was hospitalized beyond standard care due to this event and was given a duplex ultrasound. The corrective action that was performed was the patent had a pressure bandage 24 applied for hours.